Manufacturer narrative:
(B)(4) utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for seizure activity and his generator is protruding through his skin on his left chest. The patient's surgeon was contacted and as soon as the patient is discharged they are going to set up a consultation. Patient later saw neurologist who noted that patient needed vns explant and revision due to partial migration and exposure of device. The neurologist ran all diagnostics on vns and all were normal with no lead impedance issues. Physician reported that the cause of increase in seizures is external factors, not related to vns. The cause of generator extruding is patient manipulation. The cause of generator migration is patient manipulation and trauma. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had their generator explanted. Product return attempt will not be made, as increase in seizures is not related to vns and the extrusion is not related to functionality of vns therapy.